Manufacturer narrative:
The customer sent the device in for evaluation. Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.